Event description:
A ventilator was evaluated by a field service engineer for service. There was no harm or injury reported. During the evaluation of the device field service engineer, the device failed a test step during testing. The device's sensor board and flow sensor were replaced to address the issue.